Event description:
Call from pt 6:30pm blood backed up in tubing/leaking - changed at 2pm, no symptoms, lightheaded, dizzy, sob, no change in remodulin side effects. Hole in tubing. Tubing changed, still blood in catheter. We discussed plan: internal volume = volume 1.0. Over 2 hrs - reprogrammed minimed so able to give new prime 0.1 - fluid moving in pump no symptoms. Initiated second 0.1 but at 0.076 pt had jolt - red nose, warm sensation - prime stopped. Pump working - clear, there was a good blood/drug mix prior as we thought plan to prime 0.4, no sob. Sae related to study.